Event description:
It was reported by the mother that the customer's insulin pump was exposed to moisture and the keypad buttons were not working properly. Customer already went through three to four sets of batteries. No blood glucose reading provided. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.